Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 92% stenosed, 29mm x 2.75mm, concentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 2.75mm nc quantum apex was used to post-dilate a 32mm x 2.5mm stent. However, during procedure, it was noticed that the balloon shaft was broken. The device was removed and the procedure was completed with a different device. No complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 92% stenosed, 29mm x 2.75mm, concentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 2.75mm nc quantum apex was used to post-dilate a 32mm x 2.5mm stent. However, during procedure, it was noticed that the balloon shaft was broken. The device was removed and the procedure was completed with a different device. No complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks and bends. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded.